Event description:
It was reported that the bolus history was showing boluses that the customer had not delivered at the time. The mother stated that the buttons on the insulin pump have been sticking or malfunctioning. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.